Event description:
It was reported that the patient received inappropriate high voltage therapy for an atrial flutter with rapid ventricular response. The physician increased medication to treat the atrial flutter. The device remains implanted.